Event description:
Customer reported being unable to test his blood glucose level because he had not received the replacement meter and as a result experienced symptoms that were described as "shakiness and nervous". Customer further reported having a loss of consciousness and seizure and that he "was given orange juice". The paramedics were called and transported customer to a local health care facility where he was diagnosed with hypoglycemia. Customer did not remember whether any treatment was received at a local health care facility. During troubleshooting with customer service it was determined that adc products were shipped to p.o. Address, however customer stated that he never received these products. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is a final report. The medical event was related to delivery issue, hence there is no indication of a product malfunction. Therefore no further investigation of the product is required. Note: the device manufacture date is unknown because the medical event was related to delivery issue. (B)(4).